Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 would have 2 to 3 clips come out at a time. There was no consequence to the patient.